Event description:
It was reported that pump displayed a cartridge change error during use. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, inspected cartridge o-ring and pump area, removed debris from pneumatic tap area using cleaning instructions, reattached cartridge securely, followed on-screen steps, and successfully completed cartridge loading and resumed insulin delivery.